Event description:
Discordant advia centaur xp results for troponin (tni) were obtained on multiple patients. Results were reported to the physician and the physician questioned the results. The samples were repeated on an alternate system and corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. It was found that the cause of the discordant tni results was unknown. The fse checked the probe alignments, dark counts, vacuum, acid and base dispense, replaced the aspirate pinch valves and ran qc successfully. The system is running within specification. No further evaluation of the device is necessary.